Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was diabetic cardiac arrest, hypertension, and low blood glucose. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 45 mg/dl at home before they went to the hospital. The customer had biked the day before and was using chocolate to treat the low before losing consciousness. The customer was wearing the insulin pump at the time of death. The customer was not using medtronic sensors, but was on a competitor's sensor system. The caller agreed to return the insulin pump for analysis.